Event description:
Spontaneous. Patient reported both pumps were displaying the 'no disposable' error. Patient reported they had attempted changing cassettes and tubing, to no avail. Discussed with on call cnss and seemed like this issue was more likely with the cassettes than the pumps. Cnss was able to resolve error for patient. Cassette lot number unknown. Describe in detail any, and all damage to the cassette: no visible damage to cassette observed by patient, reported it as 'normal', but did say the one cassette earlier in the week had a deformed bladder. This incident has happened within the past 6 months. The reported product fault did occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The cassette's availability to be returned for investigation is unknown. The event is resolved. No additional info, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Unk; did we [MFR] the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.